Event description:
It was reported that the lead was capped and replaced due to oversensing. There were no adverse consequences to the patient and their condition post procedure was stable.

Manufacturer narrative:
(B)(4).